Event description:
A trilogy 100 ventilator int. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, a "check circuit" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's blower assembly to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.